Manufacturer narrative:
Analysis found the unit alarmed motor error during occlusion test due to a faulty force sensor resistor. Unable to verify excessive no delivery alarms due to motor error alarms. The motor was tested outside the device and passed. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed a no delivery which they could not resolve. The customer's blood glucose level at the time of the event was 189 mg/dl. The customer changed the entire set and sites multiple times. The insulin pump will be returned for analysis.